Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03779 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, one clip (3005099803-2011-03778) grasped tissue but would not release from the delivery catheter. The clip was then pulled off the tissue, thus exacerbating the bleed, which was resolved with another resolution clip. Another clip (3005099803-2011-03779) was reported to be difficult to release from the delivery catheter. It was confirmed that this clip grasped tissue, but when it released it fell into the patient and was left to pass naturally. The procedure was completed with another resolution clip. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Visual evaluation of the returned device found the clip assembly to be detached from the bushing, but still attached to the control wire via the tension breaker and yoke. The prongs could not be opened as the clip assembly was detached from the bushing. When the control wire was actuated, the clip assembly deployed. The condition of the returned device was not consistent with the complaint that the clip failed to release from the catheter; the complaint was not confirmed. A definitive root cause for this event could not be determined. The complainant provided two lot numbers, ml000120c2 and 10102506c2, but was unable to confirm which lot number corresponds to which reported complaint. A review of the device history record (DHR) for each lot was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lots.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03779 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, one clip (3005099803-2011-03778) grasped tissue but would not release from the delivery catheter. The clip was then pulled off the tissue, thus exacerbating the bleed, which was resolved with another resolution clip. Another clip (3005099803-2011-03779) was reported to be difficult to release from the delivery catheter. It was confirmed that this clip grasped tissue, but when it released it fell into the patient and was left to pass naturally. The procedure was completed with another resolution clip. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The complainant provided two lot numbers, ml000120c2 and 10102506c2, but was unable to confirm which lot number corresponds to which reported complaint. The device expiration dates are 08/31/2014 and 10/31/2013, respectively; therefore, neither device was used past its expiration date. The batch manufactured dates are 09/12/2011 and 11/10/2010, respectively. (B)(4): on (B)(4), 2011, one resolution clip device corresponding to this event was received. However, it is currently unknown if the condition of this device indicates a "failure to release" scenario. Attempts to obtain additional information regarding the condition of the returned device have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.